Event description:
Philips received a complaint by the customer on the v60 indicating that parts of the touchscreen were unresponsive. The issue occurred during setup, no harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. In a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the original touchscreen experiencing the issue was discarded. The touchscreen was replaced and the device was confirmed to be repaired and back in service. The touchscreen was calibrated in the menu and released for clinical use. The patient information was not provided, and no patient impact was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.